Event description:
It was further reported that the patient was asymptomatic during this event. A continous flush was not maintained during the procedure. Product analysis verified the difficulty stated in the complaint. No other complaint has been received for this batch of devices. The carrier system was returned with the safety sleeve intact and the handle in the unreleased position. The capsule showed evidence of damage/kinking. The filter was also returned; and its legs were distorted. There was evidence of clotting around the nose of the filter, obstructing the guide wire hole. The device history record for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history records review confirms that theis device met all material, assembly and performance specifications. The exact cause of the complaint incident could not be determined.

Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, difficulty was encountered advancing the system over the guide wire, and the filter became dislodged. Resistance was met when the delivery system was being advanced through the iliac vein so it was with drawn from the pt. After withdrawal, a vena cavagram revealed that the filter had come out of the delivery sheath, and was partially deployed in the lower inferior vena cava. The physician pulled the guide catheter back, and was able to guide the filter to the femoral vein. A cut-down was performed and the filter was able to be removed. Another filter was placed successfully, and the pt was reportedly doing 'fine' after the procedure. However, three days later, the pt suffered a myorcardial infarction and has since died. The physician states that the mi and subsequent death were not related to the greenfield filter placement procedure.